Manufacturer narrative:
The inspection of a citadel plus bed frame conducted by an arjo technician revealed a malfunction of an actuator responsible for the up and down movement of the bed's platform. The actuator was detached from one site. Additionally, the technician observed that the bed frame was bent. No patient was involved at that time. No harm occurred. The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the analysed issue the actuator was mechanically damaged, it detached from the bed from one side. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. This hypothesis is in line with the bed frame conditio, the frame was bent. The actuator was found to be mechanically damaged and from that perspective, the device did not meet performance specifications. The device was not in use at that time. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.

Event description:
The inspection of a citadel plus bed frame conducted by an arjo technician revealed a malfunction of an actuator responsible for the up and down movement of the bed's platform. The actuator was detached from one site. Additionally, the technician observed that the bed frame was bent. No patient was involved at that time. No harm occurred.